Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a pusher wire, coil and introducer sheath were returned for evaluation. A visual examination of the complaint unit was carried out. The coil and pusher wire arms were interlocked inside the introducer sheath and introducer sheath was found with residues. Also, the twist lock of the introducer sheath had been opened. The coil was found kinked near the interlocking arm. The pusher wire was inspected and was found kinked at 10 cm and 13 cm approx. From the distal tip, no other anomaly was noted. Microscopic inspection was done. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil and the interlocking arm of the pusher wire were inspected and no anomaly were noted. The coil dimensions were found to be in specification with the exception of the fiber bundles which found to be below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-dec-2016. It was reported that coil was unable to be inserted into a micro catheter. The target lesion was located in the mildly tortuous and mildly calcified internal iliac artery. A 4mmx15cm interlock¿ f-idc was selected for use. During the procedure, it was noted that the device was unable to be inserted into a micro catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that some fiber bundles were missing.